Event description:
Exploratory laparoscopic procedure performed on 11/6/98. Last week pt came forward with acorn tip from cannula for uterus manipulation which she claims she passed 24 days post surgery. Pt did not release acorn tip to facility. MFR unknown.